Manufacturer narrative:
(B)(4).

Event description:
It was reported that sterility of the device was compromised. An encore balloon catheter inflation device was selected for use. Upon unpacking, liquid was noted in the pipeline. The procedure was completed with another of the same device. No patient complications were reported and patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected and excess of silicone in the flexcil line of the device was observed. The excess of silicone in the flexcil line that was noted is consistent with the application of excess of adhesive during automated assembly of encore device at the process function of "apply silicone to inside surface of barrel" sgoi encore automation super user which allows the plunger to move smoothly within the barrel to provide rapid and precise control of inflation pressure. It is possible that the adhesive moved from the barrel to the flexcil line due to gravity and movement of the device during handling and shipping. There is no adverse effect on the functionality on the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user preference issue as device meets specification however the user is dissatisfied with the function, performance, and the appearance of the product. (B)(4).

Event description:
It was reported that sterility of the device was compromised. An encore balloon catheter inflation device was selected for use. Upon unpacking, liquid was noted in the pipeline. The procedure was completed with another of the same device. No patient complications were reported and patient's status was ok.